Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set bent cannula event on (B)(6) 2025. There were 4 infusion sets but patient faced hyperglycemia event from one infusion set. The patient blood glucose was 550 mg/dl at the time of the event due to which the patient went to emergency room and got hospitalized on (B)(6) 2025. The patient got released from the hospital on (B)(6) 2026. The duration of hospitalization was greater than 24 hours. The patient blood pressure was 200/110 at the time of the event. No further information available.